Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: please provide an answer for each case: - (B)(4): the doctor opened the intact outer packaging of suture and used the needle holder to clamp the needle and pull it out according to the normal operation process, the problem of pulling off suture needle happened. - (B)(4): pull off needle and suture cases were reported. This is the first case. - (B)(4): pull off needle and suture cases were reported. This is the second case. - (B)(4): pull off needle and suture cases were reported. This is the third case. - (B)(4): pull off needle and suture cases were reported. This is the fourth case. Were there any adverse consequences associated with the patient? - when were the needles detached/pulled off from the sutures (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, it was reported that additional 4 pull off needle and suture cases were reported. This is the fourth case. No adverse patient consequences were reported. Additional information was requested.